Event description:
It was reported that pump screen was dark and would not turn on, even after multiple attempts to press button and use power source. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, attempted several restart and charging steps without success, then switched to multiple daily injections as backup therapy while technical support arranged replacement pump, reviewed use of storage mode, confirmed shipping address, and instructed customer to return malfunctioning pump and later program pump settings and connect continuous glucose monitor on replacement device.